Event description:
Based on additional information received on 05-dec- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 05-dec-2017 and 07-dec-2017 (both information processed together with clock start date of 05-dec- 2017) from other health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had heavy leg. Also device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and expiration date: not reported; lot number: 7rsl021). On an unknown date in (B)(6) 2017, after unknown latency, patient had a heavy leg" after the injection. Corrective treatment: not reported for heavy leg. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017 and 16-dec-2017 (both processed with the (B)(6) of 05-dec- 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had a heavy leg. The event is temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.